Manufacturer narrative:
The svc rep performed the following: troubleshoot sys. Evaluate batteries. Found evidence of tube arcing on cathode high voltage connector. Cleaned and re-insulated high voltage connectors. Made fluoro at high levels arching and errors did not return. Sys performs as designed.

Event description:
The customer reported the sys is giving a saturation failure on mainframe display.